Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot could not be performed as the likely cause lot is unknown. A review of the complaint trending report for the likely cause list number did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the likely cause list number and the complaint issue. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The likely cause lot is unknown in this case; however, review of the within date lots show that all median values for the patient results are within ±3sd of the mean indicating that the lots are comparable and performing acceptably in the field. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitive troponin-I, reagent lot unknown.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I result for one patient which was not consistent with the patient¿s clinical picture. The sample was repeated and lower result was obtained. A new sample collected two hours later also generated a lower result. The following data was provided: initial result = 163.9 pg/ml; repeat result = < 1.3 pg/ml. Result from new sample 2 hours later (another instrument) = < 1.3 pg/ml. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I result for one patient which was not consistent with the patient¿s clinical picture. The sample was repeated and lower result was obtained. A new sample collected two hours later also generated a lower result. The following data was provided: initial result = 163.9 pg/ml; repeat result = < 1.3 pg/ml. Result from new sample 2 hours later (another instrument) = < 1.3 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, alinity I stat high sensitive troponin-I, list number 08p13-24, that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.